Event description:
I have all the symptoms of breast implant illness from dental crowns: numbness and tingling in the extremities, joint and/or muscle pain, hair loss, memory loss/cognitive problems, dry eyes and/or blurred vision, chronic fatigue, breast pain, rashes and/or hives, food sensitivity/intolerance, flu-like symptoms and/or low-grade fever, difficulty breathing. On four teeth. FDA safety report ID# (B)(4).